Manufacturer narrative:
Pump passed the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test, and the dat test at 0.0868 inches. Pump error (variable 3) alarmed during self test and confirmed in pump history file due to a broken trace at u1 keypad assembly. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the customer experienced a low blood glucose level of 2.5 mmol/l. The customer treated low blood glucose with carbohydrate intake. The customer's current blood glucose level was 7.5 mmol/l. The device is expected to be returned for analysis.